Event description:
Revision of existing fusion, t9-pelvis (2008) performed on (B)(6) 2015. Patient has cerebral palsy and is wheel chair bound (neuromuscular scoliosis - treated in 2008). Surgeon stated that the set screws in the lateral connectors had come loose and he was worried that the patient's skin would break down. Removed: iliac screws, 8x65 (r) and 8x80 (l). Di set screws x2, lateral connectors x 2, si set screws x 3. X-ray is available. Nil adverse reaction to patient. Patient (B)(6) years old. Products discarded, no lot numbers provided on form.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.